Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Additional event of "prosthesis with lobulated contours, which could be related to contracture, depending of clinical correlation" was reported.

Event description:
Additional information received noted the baker grade to be iii. Device has been explanted.

Manufacturer narrative:
The event of "it was noted that [the prosthesis] has liquid", and capsular contracture, baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is seroma-late and capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side "it seems to be like it was dropped and it was a discomfort", "the breast has swelled", "fever symptoms", and "it was noted that [the prosthesis] has liquid". Patient was treated with unspecified "pills" and ice which did relieve the symptoms for a while, but "the breast has become hard and painful". Healthcare professional reported "pain due to capsular contracture [baker grade unknown]". Patient was also diagnosed with "malaise". Device remains implanted.